Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced. The patient remained in stable condition and was discharged following the procedure.